Event description:
Additional information received indicates the atrial lead noise and dyspnea was observed in clinic.

Event description:
It was reported the patient presented with dyspnea and a pacemaker which exibited noise reversion and functional undersensing. Programming changes were implemented. The patient was in stable condition.